Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified mid left circumflex artery. A 20mm x 3.50mm nc quantum apex¿ balloon catheter was selected for use to dilate the lesion. The balloon was inflated to 10atms on the first inflation, 12atms on the second inflation and then the balloon ruptured on the third inflation at 15atms. The device was completely removed from the patient as one unit and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).